Event description:
The skylight camera detector touched the pt. A grievance with the hospital was filed claiming a swollen nose and bruising around the eye. A stuck button on the hand controller caused the detector to move towards the pt, making contact instead of away from the pt as selected. The hand controller was replaced at the site and it has been working properly since the replacement.

Manufacturer narrative:
This is the first report of a button sticking on the hand controller. There has been a product defect logged for this issue. (B)(4).